Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was not confirmed. Visual inspection of the returned modular cable revealed a dried white residue consistent with corrosion on one of the pins in the inline connector that could have resulted in the driveline communication fault alarms. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. A log file was submitted for review and data from the event date of 19nov2024 was reviewed. The data in the log file did not indicate any issues with the returned modular cable. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The observed corrosion on the pins in the inline connector of the modular cable could have contributed to the reported event; however, the root cause of the corrosion could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm. The patient went into the clinic with a modular cable tear. The modular cable was exchanged and during the exchange on the old modular cable (lot: 8356982) a driveline communication fault alarm appeared. The alarms resolved with the exchange. The patient's old primary system controller became their backup system controller. The log files were reviewed and captured driveline comm b fault flags on (B)(6) 2024. There were also low power advisories due to normal battery depletion. The log file also suggested that the patient had not been connecting to power module/mobile power unit (mpu) power, indicating that the patient had been sleeping on battery power. There were no other unusual events seen in the log files. The system controller and modular cable were confirmed to have been exchanged at the same time. The patient later went to the clinic with a driveline communication fault alarm on (B)(6) 2024. The log files were reviewed and displayed multiple strings of low power advisories while on batteries due to normal battery depletion. There were also multiple strings of driveline_comm_fault / (f5) pwr_b_broken alarms beginning on (B)(6) 2024 on system controller (B)(6). It was suggested that the modular cable and system controller be replaced with a new out of box system controller and modular cable if the patient can tolerate an exchange. After replacing the modular cable and system controller it was advised to monitor for alarms. The driveline communication fault resolved with the modular cable exchange and no system controller was exchanged. The patient was planned to be discharged home and was to return to the hospital if the alarm reoccurs so it can be fixed. The patient was requested to come in for a driveline cleaning. There was green corrosion seen on the proximal portion of the driveline which was thought to be responsible for the driveline communication fault. There appeared to be a possible spot of corrosion on the patient side of the modular cable connector (lot: 10524234). It was not confirmed whether or not this modular cable had corrosion. The cause of the corrosion was not determined. The modular cable connector was cleaned and replaced after the initial cleaning. The controller (B)(6) was also replaced. The driveline communication fault alarms did not return pre/post cleaning and there were no further issues. The additional log files were reviewed and showed a low power advisory due to normal battery depletion on (B)(6) 2024. There were no driveline communication faults seen.